Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead with the distal tip measuring 50.9cm was returned for analysis. Externalized conductors due to external and internal insulation abrasion were noted at 13.6-16.0cm from the distal tip. Internal insulation abrasion was noted at 9.3-10.1cm from the distal tip. The etfe coating was abraded at these locations. (B)(4).